Event description:
Report received indicating that "every time the pt pendant is presssed, you receive a small shock." This was written on a note attached to the pump when it was received in central service. The note also stated that the nurse tried pressing the pendant after the pt reported the "shock" and she too felt it. Central service personnel thought the pump was picked up on third floor east. Calls to the nursing units of that area were not successful in gathering more complete information. No one contacted was aware of the event. The note from the nurse was not signed. There was no report of any adverse effects to a pt or the nurse who pressed the pendant. No further information could be obtained.

Manufacturer narrative:
Test procedures could not duplicate the reported event. The pump passed all electrical safety tests. Unrelated evidence of cpu failure was observed. Frequency of occurrence of code 700 (electrical general) is less than .05/million sets.